Manufacturer narrative:
Polarxfit catheter was evaluated by boston scientific. The visual inspection noted that visible blood was seen inside the balloon with no obvious damage or defects observed. Next, a balloon dissection was performed, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. This kind of leak would allow bodily fluid to ingress into the balloon and trigger the blood detection system. The allegation of a blood detection error was confirmed, the cause was determined to be component failure, as it was a breach of the balloon itself that allowed the leak.

Event description:
It was reported that during an ablation procedure, a polarx catheter was selected for use, however after sixty seconds into the third application the error message "error 1-00004000-2 - blood detected in the catheter." Appeared. The physician tried to inflate the balloon after resetting the error on the console and flushing the catheter, but immediately got the same error. The error occurred immediately after 3rd application in the right inferior vein, right after thawing finished and the catheter deflated. No visible blood was found in the catheter. It was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported.the device is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, a polarx catheter was selected for use. After sixty seconds into the third cryoablation application the error message "error 1-00004000-2 - blood detected in the catheter." Appeared, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to return.